Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation and mild coronary artery disease (cad). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 23 mm, non-abbott balloon. The patient was developed with a complete heart block, and a temporary pacemaker was placed to stabilize the rhythm. During the procedure, the valve was able to be implanted at a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left-coronary cusp (lcc). On (B)(6) 2026, the patient received a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter classified this event as being related to the performance of the pre-bav balloon or wire. The patient was in stable condition and scheduled for discharged.